Event description:
A patient was implanted with a tfn on an unknown date. Post operative the patient was experiencing pain and returned to the surgeon. The surgeon recommended a total hip replacement. The patient was returned to the operating room on (B)(6) 2012 for removal of the tfn. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.